Event description:
It was reported by a customer complaint that the pt was hospitalized due to a hypoglycemic episode. The pt passed out at school with a blood glucose level of 38. The pt was admitted to the ICU, but has recovered with no incident related medical sequelae. The pt's doctor believes the pump overinfused, the pt's family member reviewed the device history log and there was nothing stating anything was delivered except what was programmed. The pt's family member was upset because they want the pt to continue on the pump and the doctor is trying to sway them from it.